Manufacturer narrative:
D4. Serial #; g3. Report source; corrected info; initial MDR inadvertently submitted incorrect information.

Event description:
Information was received that the patient had severe infection at the vns generator pocket related to the implant procedure. The suspect device was hp sterilized prior to distribution. The patient underwent a full explant due to the infection.

Manufacturer narrative:
H3. Device evaluated by MFR?, code 81 - return of the explanted device is not necessary as the analysis will add no value to the investigation.

Event description:
Additional information received nothing that the infection has an outcome of recovered/resolved.

Manufacturer narrative:
Return of device would not add any relevant information to the reported event

Event description:
It was indicated that the study patient who was implanted had an infection at the lead insertion site. The event was indicated to be resolving/recovering. It was noted that prolonged hospitalization was required and that the event was probably related to implant and stimulation/device.

Event description:
Additional information received noting that the infection has an outcome of recovering/resolving.

Event description:
Additional information received from the clinical study that the 'stop date' was removed meaning that the infection has not resolved to date and is still ongoing.

Event description:
Additional information was obtained indicating that the infection at the generator and lead site has since recovered/resolved. It was also noted that medication was added for this event.